Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during placement there was no urine flow at all, which might be due to a blockage of the drainage lumen of the foley catheter.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 all silicone foley catheter with a urine meter bag. Verified material number 119314 and manufacturing lot number ngjw3472. Visual inspection noted no obvious observations. The catheter urine lumen filled with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house syringe and blockage was found. This is out of specification which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during placement there was no urine flow at all, which might be due to a blockage of the drainage lumen of the foley catheter.